Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl despite multiple boluses while wearing the pod between 24 and 36 hours. Skin irritation at the infusion site was also reported. The pod reportedly was not sticking well to the infusion site (abdomen), causing the cannula to dislodge. The pod was discarded. As treatment, a new pod was activated and a correction bolus was administered.